Manufacturer narrative:
The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. The test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2017, the lay user/patient¿s spouse contacted lifescan (lfs) USA, alleging that the patient¿s onetouch ultramini meter was reading inaccurately high compared to her feelings and/or normal readings and inaccurately erratic. The complaint was classified based on the customer service representative (csr) documentation and on additional information obtained by the csr during a follow-up call with the reporter. The reporter stated that alleged meter inaccuracy began on (B)(6) 2017 at 8:00 am. The reporter claimed the patient obtained what she felt were inaccurate high results of ¿311 and 340 mg/dl¿ with the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of inaccuracy. The tests were performed more than 20 minutes apart. The time difference between the results exceeds lfs¿ criteria for a valid comparison. The reporter informed the csr that the patient manages her diabetes with januvia medication. During the follow-up call, the reporter confirmed the patient developed symptoms of feeling ¿nervous, shaky, no energy due to not eating enough¿ 2 weeks prior to when the alleged inaccuracy issue began. In response to the symptoms, the reporter claimed the patient attended the doctor¿s office on (B)(6) 2017 where her dose of januvia medication was increased from 50 mg to 100 mg. No additional treatment was reported. The reporter denied that any other device was used for testing. During the follow-up call, the reporter claimed that prior to the onset of symptoms the did the patient did not make any changes to her usual diabetes management routine and attributed the onset of the symptoms to a ¿fall¿. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter and that the same approved sample site was used for testing. The csr noted that the patient did not have control solution available to test the subject meter. The products involved in the complaint were requested back for investigation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms that meet lfs¿ criteria for a serious injury reportable adverse event. There is insufficient information to rule out the contribution of the subject meter to the event.